Event description:
A complainant reported that 67 year-old male patient initially presented to the hospital after experiencing frequent falls and increased bilateral lower-extremity swelling. The patient had a past medical history of aortic stenosis, diabetes mellitus, heart failure with reduced ejection fraction of 30 percent, atrial fibrillation, and acute kidney injury on this admission. The patient was found to have severe aortic stenosis and was brought to the cardiac catheterization laboratory for a transcatheter aortic valve replacement. Following the pacing run and valve deployment, the patient became increasingly hypotensive and progressed to ventricular fibrillation. Cardiopulmonary resuscitation and advanced cardiac life support medications were administered. After return of spontaneous circulation was achieved, the decision was made to implant an impella device. During insertion of the impella device through an eighteen-french cook sheath, the impella began alarming for an unreliable placement signal. Upon insertion, the fiber-optic cable was likely damaged while entering through the cook sheath, resulting in a persistent ¿placement signal unreliable¿ alarm. The physician noted that resistance was felt during passage of the device through the sheath. Impella function was not impaired, and the device provided 3.7 liters per minute of flow without signs of suction. The following day, the patient was successfully weaned and the impella was removed. During impella cp pump support, the patient experienced placement signal issues and difficulty to insert through other device. Clinical stated that during insertion of impella through 18fr cook sheath impella began to alarm placement signal not reliable. Physician stated that resistance was felt during insertion through sheath and fiber optic cable likely damaged entering through cook sheath. The impella cp continued to provide support as intended and no patient consequence occurred. This is considered a reportable malfunction.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
D1 brand name was updated. H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation. The root cause of the placement signal issue was not determined due to insufficient clinical details, and unreturned product and logs for further investigation. The root cause of the difficulty to insert the pump through the introducer was not determined due to insufficient clinical details and unreturned product for further investigation.